Event description:
According to the initial report, this graft was explanted due to unknown reasons.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
According to the implant summary card received for sid (B)(6), a total explant of a previously implanted graft was performed on (B)(6) 2024. This event is associated with pv00, sid (B)(6) with an allegation of an unknown explant. Multiple attempts for additional information have gone unmet. A review of the information was performed and it was confirmed that all records were controlled, available for review, and met all specifications. The inspector was a former employee. A review of archived training records indicates that the technician who inspected this graft was appropriately trained for the task at the time it was performed. The certificate of assurance for pulmonary valve & conduit (pv00) (B)(4) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. No rejectable attributes were noted. Based on the performance of the tissue over time, there is no indication that there was any deficiency in the valve. During the inspection of each graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes. Based on a review of archived training records, the inspector was found to be appropriately trained at the time the task was performed. No findings were identified that could have contributed to the reported event. A review of the available information was performed. According to the implant summary card received for sid (B)(6), a total explant of a previously implanted graft was performed on (B)(6) 2023. This event is associated with pv00, sid (B)(6) with an allegation of an unknown explant. No operative notes are available at this time and no explanted tissue was returned for evaluation. Per the implant summary database, this pv00 was implanted on (B)(6) 2000 in a 13-year-old male as a pulmonary valve. As indicated above, this valve was explanted 23 years later on (B)(6) 2023; a sgpv00 was implanted during the same procedure. The specific details related to the reason for the explant have not been provided. Our labeling lists known adverse events related to the use of homografts; many of which may lead to the explant and replacement as was performed in this case. There are no additional details available for the time frame between the original implant and the procedure performed in 2024. Given the limited information available, the root cause of the reported explant is not known. Adequate precautions are provided in our labeling. An explant occurring 23 years after implant is not uncommon and demonstrates the homograft performed within expectations. A complaint and recall query was performed for pv00, (B)(4), donor (B)(6) to identify previously reported complaints or recalls associated with this serial/donor number. No complaints or recalls were identified for this serial/donor number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.